Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder jaws would not turn off. They stayed on and turned red. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt. The device passed the pre-cautery test, with steam generated during several device actuations. A device lot history was performed, and there was no non-conformance which could have attributed to this failure mode. The exact root cause is not confirmed. A supplemental report will be submitted if additional information is obtained. (B) (4)